Event description:
On (B)(6) 2009, pt reported seeing condensation in the infusion chamber of the infusion device. She stated she noticed this 4 days ago. Pt reported she noticed it with the last insulin cartridge that was in the infusion device. She stated she has inserted a new insulin cartridge and the condensation is still there. Pt reported that insulin may have spilled in the infusion compartment area of the infusion device. She stated it does smell of insulin. Pt reported she did not notice any leaks in the infusion device compartment. She stated she does not normally attach the infusion device compartment. She stated she does not normally attach the infusion tubing to the insulin cartridge prior to inserting into the chamber of the infusion device. Explained how to do this and the importance of doing it that way. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.